Event description:
Reportedly, on (B)(6) 2020 around 13:10, the message 'device reset was needed' was displayed on the programmer. The pacemaker was re-initialized and programmed in safer-r mode in bipolar configuration. Oversensing was observed in an episode recorded in the device memories. Leads impedances, pacing and sensing thresholds were all normal and the patient was put under observation. Preliminary analysis results confirmed the reported switch in standby mode, most probably due to a single event upset (seu). The device was properly re-initialized during the follow-up performed on (B)(6) 2020 and its normal functioning was restored. Based on preliminary analysis, it is suspected that the oversensing episode is most probably related to the activation of the mv sensor during the follow-up performed on (B)(6) 2020. However atrial and ventricular leads issues could not be excluded.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020 around 13:10, the message 'device reset was needed' was displayed on the programmer. The pacemaker was re-initialized and programmed in safer-r mode in bipolar configuration. Oversensing was observed in an episode recorded in the device memories. Leads impedances, pacing and sensing thresholds were all normal and the patient was put under observation.